Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a single user couldn't access health sight viewer and couldn't link medication to the server. A technical support specialist (tss) identified that the user was unable to execute barcode tasks independently due to a permissions configuration issue set by the customer. The tss replicated the settings, communicated the details to the customer. The customer then confirmed that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a single user couldn't access healthsight viewer and couldn't link medication to the server. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.